Event description:
Pt having egd with asophageal dilation, using american dilator with marked guidewire. Upon extraction of guidewire, distal spring portion of guidewire remained in pt. Subsequent egd failed to locate spring. Pt was sent for x-ray and spring was observable on films. Pt admitted to hosp for CT scan and subsequent surgical foreign body removal.